Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system malfunction. The customer attempted to reboot the laser to continue with the procedure; however, the error did not clear. After consultation with the MFR's technical support, it was determined that the system was no longer able to be utilized and the procedure was canceled. There was no report of a pt injury.